Event description:
It was reported that during a da vinci si pulmonary lobectomy procedure a permanent cautery spatula instrument was smoking and the spatula tip was not cauterizing. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument conductor wire had insulation damage. The insulation damage exposed the bare wire to the yaw pulley likely causing the smoking. The yaw pulley had char marks next to the exposed bare wire. Failure analysis concluded the insulation damage is likely due to mishandling / misuse. A segment of the conductor wire become dislodged from the conductor cap and was exposed on the outside of the yaw pulley. Electrical continuity testing was performed and passed. The conductor cap was properly seated within distal clevis and the spatula moved in the yaw. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.